Manufacturer narrative:
(B)(4).

Event description:
Procedure type: stress ui/pelvic organ prolapse. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pelvic pain, pelvic muscle spasms, urinary urgency, frequency, suprapubic pressure, urge incontinence, incomplete bladder emptying, recurrent urinary tract infections, dyspareunia, vaginal itching, burning, injury, resulting in pain, urge incontinence, cystocele, apical prolapse, disability, physical impairment and has undergone additional surgery.